Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an unspecified procedure, while a magnet was applied, the patients heart rate decreased to 20bpm to 30 bpm. The device was interrogated and was found to be functioning appropriately. No adverse patient effects were observed.